Manufacturer narrative:
An event regarding altr (pseudotumor and elevated levels) involving a metal head that was mated with accolade stem was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient was revised due to elevated serum levels, and pseudo tumor. She presented to the o.r. And was revised. Upon exploration, the 40 mm +4mm lfit v40 head was removed and it was noted to have a ring of "film" around the trunnion of the accolade tmzf stem. The liner was removed, appeared fine. A trial reduction was done with a constrained liner trial and head. It was satisfactory, and the real liner was placed and followed by the femoral head.

Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was revised due to elevated serum levels, and pseudo tumor. She presented to the o.r. And was revised. Upon exploration, the 40 mm +4 mm lfit v40 head was removed and it was noted to have a ring of "film" around the trunnion of the accolade tmzf stem. The liner was removed, appeared fine. A trial reduction was done with a constrained liner trial and head. It was satisfactory, and the real liner was placed and followed by the femoral head.